Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: there was no patient harm or complications in this event and unfortunately the lot number is not known. I will share if it becomes available. No pieces fell into the patient but imaging was taken as a precaution which did not show any unexpected radiopaque foreign bodies. This product was discarded by the user. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an arthroplasty procedure in (B)(6) 2024 and barbed suture was used. During the procedure, per user facility medwatch form #mw (B)(4), in right total arthroplasty procedure, during closure, portion of suture needle broke off mid-pass. Unknown if the device was available for return. No adverse patient consequences were reported. Additional information was requested.